Manufacturer narrative:
(B)(4). Method (other): device history reviewed. Results (other): device history found the product met specifications when released for distribution. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a."the product, as returned, shows evidence of blood and fibrin-like residue noted. Device inspection shows the residue is mainly present on the filter, with a small amount noted on the screen component. Results of visual exam show no signs of physical damage present on the product. Medtronic is unable to confirm the reason for return; the unit was cleaned and sent to the blood lab for dynamic hold-up testing. Findings show acceptable results; the product met specification for screen hold-up across the final screen. Although an exact cause is unknown for the reduced flow reported, it can be due to certain case or patient factors. Review of the device history record shows the device met manufacturing specifications for product released to distribution. Conclusion: no patient event. The device was evaluated and the alleged failure could not be duplicated; an exact cause is unknown for the reported product problem.

Event description:
Information received indicates that after going on pump, no product problems were noted; good flow and return to the unit were seen. After delivery of cardioplegia there was poor drainage and reduced flow in the circuit. After volume build-up occurred, the device was changed-out and the case was completed with no consequence reported for the patient.